Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that display screen was cracked and exposed to moisture. Customer reported that reservoir compartment was leaking. Customer states that insulin pump may have been bumped. Customer's blood glucose was 200 mg/dl. Customer was advised that insulin pump would need to be replaced.